Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) linear lead replacement procedure due to an unknown reason. A new paddle lead was implanted, and the patient was doing well postoperatively. The explanted device will not be returned.